Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no blank display noted during testing. Analysis was unable to perform the operating currents. There was moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 174 mg/dl at the time of incident. The customer stated the numbers are not ramping and the scroll bar is not moving without input from user. The insulin pump will be returned for analysis.